Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the ipg was placed lower and deeper. Discomfort has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.